Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest they observed the wire on the one-step electrode pads separated from the electrode pad. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.